Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) with no information. Information identified in the manufacture¿s data base, indicated the patient died approximately three months post implant of the ipg system. No further information regarding the death is available.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: 5086mri52, implanted: (B)(6) 2012; product ID: 5086mri58, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.